Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with the freestyle libre sensor. The caregiver reported multiple unspecified low and 'lo' (< 40 mg/dl) scan readings overnight, and treated the customer with glucose 3 times. Another scan reading of 'lo' was obtained, and compared to a built-in meter result of 393 mg/dl. The customer was treated with 3-4 units of insulin by the caregiver. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported a low readings issue with the freestyle libre sensor. The caregiver reported multiple unspecified low and 'lo' (< 40 mg/dl) scan readings overnight, and treated the customer with glucose 3 times. Another scan reading of 'lo' was obtained, and compared to a built-in meter result of 393 mg/dl. The customer was treated with 3-4 units of insulin by the caregiver. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.